Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.